Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician had difficulty threading the catheter over the wire and upon inspection noted that the wire was kinked. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician had difficulty threading the catheter over the wire and upon inspection noted that the wire was kinked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial guide wire from an sac kit for analysis. The catheter was not returned. Visual inspection of the guide wire revealed a kink towards the distal end. Microscopic examination confirmed the kink. Both welds were present and appeared full and spherical. Visual inspection of the catheter could not be performed as it was not returned for analysis. The kink in the guide wire measured 24 mm from the distal end. The guide wire total length measured 338 mm which is within the specifications of 331-340 mm per guide wire product drawing. The guide wire outer diameter measured 0.623 mm which is within the specifications of 0.61-0.64 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over spring-wire guide. Caution: allow sufficient guide wire length to remain exposed at hub end of catheter to maintain firm grip on guide wire." The guide wire was threaded through a lab inventory catheter, and passed with minimal resistance. A manual tug test confirmed both welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." The customer report of a kinked spring wire guide was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was kinked towards the distal end. The catheter was not returned. The guide wire met all relevant functional/dimensional requirements and a device history record review was performed with no relevant findings. Based on these circumstances, the root cause of this complaint could not be confirmed without the catheter returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.